Event description:
Customer reported receiving a lost sensor alert. The blood glucose reading was 106 mg/dl. Customer confirmed that the correct transmitter ID was programmed into the insulin pump. Customer stated that the insulin pump was not communicating with the transmitter. The sensors were not expired. Customer stated that the sensors appeared to be fully inserted and flat against the skin. Customer was advised to check the connection bridge and pins for damage and stated that there was none. A test plug procedure was run and showed that the transmitter was functioning properly. Customer was advised to remove the sensor and stated that it had no visual damage but appeared to have a slight curve. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.